Event description:
Information was received from a patient regarding an external device. The reason for call was patient mentioned they had been having trouble charging their implanted neurostimulator since about a month ago. Patient said the controller seemed to be working fine, but they had trouble charging the implanted neurostimulator because the recharger antenna cord insulation was frayed and cracked where the cord met the paddle. Patient also said they would get a call medtronic message on the controller screen when charging their implanted neuro stimulator and the patient would reset the controller to clear the message. Pt said they could charge for short spurts of time, 15-20 minutes, but the recharging kept getting interrupted. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
B3: date is approximate continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3: analysis of the recharger (product ID 97755 lot# serial# (B)(6) ) found the controller won't power on when the recharger is plugged in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.